Event description:
Treatment of a bi-lobed 7mm x 4mm posteriorly and laterally directed left posterior communicating artery aneurysm. On (B)(6) 2014, the patient presented with a subarachnoid hemorrhage located on the left posterior communicating artery due to an aneurysm rupture. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the physician attempted to deploy the first pipeline (4.00mm x 14mm), but it did not appear to detach distally. As a result, the physician decided to remove the device and implant another. The second pipeline (3.75mm x 14mm) was implanted in the left m2 segment and withdrawn proximally such that its proximal segment covered the neck of the aneurysm. Post angiogram showed the pipeline was not completely open and a hyperform balloon was used to expand the device (an option presented in the instructions for use, u.s.). A post control angiogram demonstrated complete occlusion of the inferior division of the middle cerebral artery. Intra-arterial fibrinolysis was not elected as the patient had a ruptured aneurysm and mechanical thrombolysis was not elected due to the recently deployed pipeline embolization device. Blood pressure management was attempted to preserve the patient's life. On (B)(6) 2014, the patient expired due to what the physician believed to be herniation. Same event as MDR# 2029214-2014-00103.

Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was implanted in the patient. (B)(4).